Manufacturer narrative:
Stryker product assessment center (pac) technician confirmed the reported issue and also observed the device did not respond to the lid opening and closing. After further evalution, it was determined the root cause of all the issues is isolated to the reed switch sw5. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device would not start up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not start up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not start up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
D4 and h4 have been updated with serial number and manufacture date.